Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer called and stated that her chair will move after the consumer presses stop. The chair continued forward and pinned her friend to a wall. I spoke with her friend and he is not hurt.